Event description:
Dr. (B)(6) noticed the tip of one of the 5.0 fast absorbing needle tip was missing. Staff compared it to another suture and was indeed missing. Dr. (B)(6) immediately went to look for tip in patient's tongue. It was located and placed into a specimen cup. Xray ordered to confirm there was no remaining suture. Xray read by dr. (B)(6) did not see any residual suture left in the tongue.